Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to low shock impedance out-of-range caused by a conductor fracture. Reportedly, the low shock impedance damaged this patient's implantable cardioverter defibrillator after a tachy therapy was delivered. This rv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to low shock impedance out-of-range caused by a conductor fracture. Reportedly, the low shock impedance damaged this patient's implantable cardioverter defibrillator after a tachy therapy was delivered. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A mayor part of this lead was not returned, and the returned portion was severed into two segments. Deformed coils; and cuts and tears in the insulation were noticed upon visual inspection. This was likely explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.